Event description:
It was reported that using a right femoral artery access approach during a procedure of the highly calcified mid right coronary artery (rca) the whisper guide wire was positioned and a 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion. While attempting to retract the sds into the guide catheter the sds met resistance and became stuck on the calcium. The sds was eventually released and was removed with the guide catheter from the anatomy. It was noted that the stent implant had dislodged and remained in the anatomy on the guide wire. Using a second left groin access with an 8 fr sheath the guide catheter was advanced to the ascending aorta and a snare device was successfully used to retrieve the stent implant and it was removed from the anatomy. The procedure was completed using balloon angioplasty without stenting. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.